Event description:
It was reported that the "wires of the cord" were exposed on the foot control device. The alleged malfunction was observed when the device was in storage. Therefore, no injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed that the covering of the cord was cut / damaged and wires are exposed. Evidence suggests this was due to misuse/ mishandling at the customer site. If additional information should become available, a supplemental medwatch report will be submitted accordingly.